Event description:
On (B)(6) 2025 the user experienced hyperglycemia with blood glucose (bg) levels up to 400 mg/dl that was followed by hypoglycemia with a bg of 53 mg/dl the next morning. The event was corrected at home with food and the ilet resumed dosing. On (B)(6) 2025 the agent reached out to the user, assisted with a factory reset during a supply change, and set the ilet to usual target. A quick overview of meal announcements was provided. No hospitalization, no medical intervention, and no long-term health effects were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.